Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the initial procedure (abdominal aortic aneurysm) on (B)(6). Four cotton gauze devices intentionally left in the patient and were to be removed at the follow-up surgery on (B)(6). The site was left open until the follow-up surgery was to be performed on the (B)(6). Follow-up procedure on (B)(6) completed but tags were not removed. Account claimed that the console was used with the wand to check for retained cotton devices prior to closure and did not indicate retained tags. Only the blair port wand (01-0049) and the model 200e ¿ e+ boost console (01-0030) were identified as being employed during the (B)(6) procedure. The mat was identified as not being employed during this procedure. Patient returned to the hospital on (B)(6)tachycardia and fever. Retained cotton devices identified with CT scan as well as the use of a rf assure system. Retained cotton removed by surgical procedure on (B)(6). All retained cotton devices (4) were scrapped. Suspect rf assure system was quarantined and tested in an office area employing new tags with acceptable detection results confirmed.